Manufacturer narrative:
It was reported to davol that during an orthopedic case, the connector tip leaked and then became detached from the device. The device was returned for evaluation, and it was confirmed that the tip had come off due to an inconsistent weld of the connector to the stem. There is a corrective action in place to address this issue. This device was manufactured prior to this corrective action.

Event description:
Based on information reported to davol: (B)(6) 2008 - during an orthopedic case, it was alleged that the connector tip leaked in the area where the purple and clear plastic parts meet and then became detached.